Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.0-7.1cm and 6.8- 7.3cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that high pacing threshold and capture anomaly were observed. The lead was explanted and replaced.